Event description:
Rptr had 2 boxes with same lot # and exp date. One box was half used and there were no problems. On 4/10/96 several (3) from the original box would not absorb the specimen. So a new box with the same lot # and exp date was opened and three had same problem. Rptr opened a new box with new lot # and exp date. Rptr had same problem with one of 4 used. Other 3 were ok.